Event description:
It was reported that the patient with this electrode had received two inappropriate shocks over the past year. The first inappropriate episode on (B)(6) 2024 was due to t-wave oversensing in the secondary vector. As a result of that episode, the subcutaneous implantable cardioverter defibrillator system was reprogrammed to the primary vector. On (B)(6) 2025, the patient received another inappropriate shock while sleeping, this time due to sense b node noise, in combination with varying amplitude measurements. X-ray imaging did not show any abnormalities with the system or its placement, and testing was unable to reproduce such noise with manipulation or movement. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received two inappropriate shocks over the past year. The first inappropriate episode on (B)(6) 2024 was due to t-wave oversensing in the secondary vector. As a result of that episode, the subcutaneous implantable cardioverter defibrillator system was reprogrammed to the primary vector. On (B)(4) 2025, the patient received another inappropriate shock while sleeping, this time due to sense b node noise, in combination with varying amplitude measurements. X-ray imaging did not show any abnormalities with the system or its placement, and testing was unable to reproduce such noise with manipulation or movement. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Typical surgery-related damage was noted with the electrode, but this was not considered abnormal, and analysis found no evidence of device anomaly outside the bounds of normal medical use.